Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during the investigation, the keypad rubber was found to be undamaged, and all buttons were found to respond properly. Investigators were unable to duplicate the ¿tactile changes¿ complaint. The keypad was removed, and no contamination or damage was found to the key¿s contacts. The pump¿s cover was removed, and no intermittent condition was found to the keypad circuit. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump was frozen on verify screen - keypad was not responding. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.